Event description:
Pt had defibrillator placed. In 2001 presented to the physician's office after hearing the defibrillator beeping. When the defibrillator was interrogated, it had reset from aa1 pacing mode to vv1. It was also at a high pacing output of 6 volts. The engineers at medtronic reportedly indicated that it was a random component failure and suggested the generator be replaced.